Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 12 boluses per day and it took forever to bolus because it stopped at 90%. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. The patient also stated that they see a code, but they did not know what the code was. The agent reviewed service code 338 (connection interrupted) and the patient stated that the ¿code is red and makes them restart the application¿. The patient stated they also ¿see a different code that they do not recall what it was, but it said something about waiting for the app¿. The agent reviewed codes that could be related to the 90% lag. The agent reviewed general use of the handset and communicator. The patient then asked if they needed to be on wifi. The agent reviewed wifi has been disabled on the handset.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.